Event description:
The customer reported that the viridia info center keeps locking up; sometimes it reboots itself and sometimes it just stays locked up. The hp customer engineer has made several trips to this site to replace components and/or reload software. These attempts to resolve the problem have had no effect.